Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and low pacing impedance on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149202.